Event description:
It was reported that the ventilator had a disc/sense alarm, failed the leak test and had a turbine that did not appear to work.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problems. Internal inspection revealed that the ventilator's turbine was seized due to aluminum nodules.